Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was determined the patient had a systemic infection. A transesophageal echocardiogram was performed which identified vegetation on the patient's three leads. The three leads and the patient's implantable cardioverter defibrillator were explanted on (B)(6) 2018 and all were replaced on (B)(6) 2018. But for the infection, the patient was stable throughout.